Event description:
It was reported that this right ventricular (rv) lead pacing impedance measurements have been increasing for several months. It has increased from 600 to 1755 ohms. Technical services reviewed the case and suggested to program non-sustained ventricular tachycardia alerts, right ventricular automatic capture and to optimize sensitivity in unipolar configuration. It was decided to continue monitoring the patient. Eventually, this rv lead was surgically abandoned and replaced due to the previously mentioned high pacing impedance allegation. No additional adverse patient effects were reported.